Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator. Prior to the procedure, the device was previously stored in a car in which the temperatures never went below zero. The device was kept indoors for over a week but the device still displayed a grey longevity estimator. The device was not used and replaced. There was no patient involvement.